Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by visual inspection of the returned tasp product, confirmed fracture on the medial side of the post. Scratches and gouges were also observed on the surface. All pieces were returned for evaluation. Device history record was reviewed and no discrepancies were found. Wear and damage of the instruments due to use occurs overtime and is addressed in package insert. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends